Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
A batch record review was performed. No ncr related to complaint issue were initiated for complaint order during production. No samples were received. Picture was provided but based on it is impossible to confirm the defect. Root cause investigation concerning ¿stop flow from the patient to chamber¿ was performed via event tw#: (B)(4) and is applicable for the complaint. Conclusion of the investigation is following: "on a base of the available information and investigation conducted the root cause for the issue ¿stop flow patient to chamber¿ cannot be identified. The list of possible causes was identified but no causes were confirmed. Based on analysis of data for the last three years no systematic failures in manufacturing process were revealed." No actions are required at the moment. No additional investigation is needed. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3007966929.

Event description:
It was reported "it was impossible to measure the urine on patient because all the content do not pass through the chamber (urine residual on tube)". The problem is with connection between inlet tube-chamber. No harm was reported. Photos depicting the reported complaint issue were provided by the complainant.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).